Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient's rns system (neurostimulator and four leads) was explanted for infection on (B)(6) 2023. Details regarding the infection were not provided. Treatment included 10 days IV rifampin and daptomycin. The infection was diagnosed as a superficial incisional infection.